Manufacturer narrative:
(B)(4). The customer¿s report of a ¿bubble¿ was confirmed. Visual inspection noted that the silicone segment was bulged near the upper fitment. There were no other anomalies. Functional testing was performed and a slight bulge was observed while priming and during a gravity infusion. No alarms were noted during a 1 hour pump infusion. Pressure testing was performed and the silicone segment ballooned at a pressure of 7 psi. The root cause of the ballooned segment could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a bubble developed in the IV tubing where it is inserted into the alaris pump." The customer reported the event occurred during an infusion of an unspecified fluid or medication. The tubing was replaced and there is no report of patient harm.